Event description:
Ous MDR - after an implantation period of about 40 months, oversensing was reported via home monitoring. During the following check in the clinic, a possible insulation failure on the lead was observed. The lead was removed, but not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at approx. 9 cm distal to theis-1 connector pin. The received lead fragments were subjected to an extensive investigation. Analysi's revealed signs of abrasion superior to the ligature marks as a result of lead-to caninteraction. The analysis did not reveal any sign of a material or manufacturing problem.